Event description:
It was reported, pt is symptomatic post vboss implantation with swelling, dysphasia, anoxic seizures, and weight loss.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Result, and conclusion will be made available following engineering evaluation.